Event description:
It was reported the patient was having a device issue and having surgery to correct it. Additional information received reported the patient had intense pain upon administration of an additional bolus from the pump. The event happened 4-5 times since the device was implanted in (B)(6) 2010 with the most recent event occurring approximately 2 weeks ago. The patient described an intense ¿pins and needles¿ sensation 100 times worse than when your leg falls asleep, beginning from her tailbone and extending down the legs. The patient also had spasms lasting approximately 3 minutes. The patient sought medical care which in the past included sedation or, in the most recent episode, ¿waiting it out¿ until the drugs washed out. The patient was having the device and catheter repositioned in mid to late december. Since the original implant lay flat when supine but sat perpendicular to the body when standing/sitting, the connector head was facing out. No symptoms were experienced by the patient other than unusual appearance of the protrusion. The physician was concerned that the connector pin would wear through the pocket if not repositioned soon. The patient outcome was reported as: pain subsides and the patient was fearful of the event happening again. The system was being used to deliver morphine and ¿finalin.¿ it was later reported the drugs and dosages had been changing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type; catheter product ID n EU_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the pump for pain was replaced on (B)(6) 2014. The patient was in pain after surgery and had some fluid build-up around the pocket that was drained. As of (B)(6) the patient was still waiting on the pump to give her more relief than what she dealt with each and every day of her life. It was not known if the catheter was also replaced, but it was presumed so since that was one of the primary reasons for going in and having the device change-out at the same time.